Manufacturer narrative:
(B)(4). After inserting a battery, insulin pump received with failed battery test due to moisture damage internal battery connector and electrical board. Unable to perform displacement, sleep current measurement, active current measurement and self-test or verify low battery alarm, rewind anomaly due to the failed batt test alarm. The pump was received with cracked case, cracked battery tube threads. Insulin pump p cap test reservoir lock in place properly.

Event description:
Information received by medtronic indicated that the insulin pump had a crack in casing near the top of battery compartment, rewind is slower, battery life diminished. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.